Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Part number 80-0728 "1.5mm hex driver tip, locking groove" was returned for evaluation. A portion of this driver was not returned, and the screw involved in this event was not returned. The returned driver was examined with magnified digital photography. It was noted the driver terminated at a fracture plane located at the tip end. The fracture plane was oblique to the axis of the device. The fracture plane exhibited light texturing and no notable ductility/necking. Measurements in inches were obtained. The total length of the driver as received measured 2.6955. The calculated estimated length of the missing portion was 0.0545. The observed fracture plane would likely indicate a brittle failure mode, which can occur due to overload events wherein a device experiences sudden application of large torques/forces. However, due to unknown procedural conditions, the root cause of the reported event could not be determined.

Event description:
It was reported during the procedure when implanting a radial styloid screw, on the surgeon's final turn, the screwdriver tip broke into the head of the 2.3 screw. It was attempted to use the easy out, needle drivers, and towel clips to try and get the screw out. After 30 minutes, without success, the surgeon decided to burr the head of the screw to be flush with the plate. The drop in drill guide and 2.0 drill was used for this screw. The procedure was completed by burring the screw flush to the plate and washing out the surgical site. This issue prolonged the procedure by 30 minutes, but the patient was reported to be stable. Adverse effects to the patient were described as "metal shards in surgical site"; however, it was reported the surgical site was washed out. This report is related to report number 3025141-2022-00371 for the screw involved in this event.